Event description:
The user facility reported that the contactors on the generator burnt. No reported injuries, procedural delays or cancellations.

Manufacturer narrative:
The reported event is under investigation; a follow up report will be submitted once additional information becomes available.

Manufacturer narrative:
The field service technician for the steris dealer in vietnam inspected the unit. The technician found the generator's contactor was burned from exposure of the contact points of the contactor. Steris engineering confirmed that this event is attributable to improper tightening of the terminal. The technician confirmed the unit did not cause flame, smoke or fire. The technician replaced the contactor, tested the unit, found it operational and returned it to service. The unit continues to operate within normal parameters. Steris quality and service reviewed all existing service data, and found this to be an isolated event. Steris will continue to monitor for any future recurrence.